Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number {unknown}; product type: {0195-heart valves}; implant date {n/a}; explant date {n/a} product ID {l-evolutfx-2329}; product lot/serial number {unknown}; product type: {0195-heart valves}; implant date {n/a}; explant date {n/a} product ID {24 mm non-medtronic balloon valvuloplasty}; product lot/serial number {unknown}; product type: {balloon aortic valvulopl asty}; implant date {n/a}; explant date {n/a} medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, inside a patient with a previously implanted surgical aortic valve (manufacturer unknown), the valve gradient was 25 millimeters of mercury (mm hg) and the valve appeared under-expanded. A post-implant balloon aortic valvuloplasty (bav) was performed under rapid pacing, using a non-medtronic (true) balloon. After the post-implant bav, the valve gradient was still over 20 mmhg. Subsequently, the physician decided to use a 24 mm non-medtronic (true) balloon to frack the surgical valve. Fracking was successful, but upon withdrawing the balloon, the balloon caught on the outflow of the valve. Subsequently, the valve dislodged. The valve was snared into the ascending aorta and a second valve was implanted successfully valve-in-valve. It was noted that the patient's hospitalization was prolonged, and the fact that the transcatheter valve was being placed within a previously implanted surgical valve, contributed to the dislodge. It was further reported that prior to valve dislodgement, the implant depth on the non-coronary cusp (ncc) and left coronary cusp (lcc) was 1-2 mm. After valve dislodgement, the valve was in the sinus. No additional adverse patient effects were reported.

Manufacturer narrative:
Corrected data: e3 - corrected from other healthcare professional to physician. Updated data: b5 continuation of d10: product ID: {sorin mitroflow}; product lot/serial number: {unknown}; product type: {heart valve}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the previously implanted surgical valve was a non-medtronic surgical valve.